Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got wet and has water inside of it. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump self test did not pass. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a scrambled display due to moisture damage on the lcd board. The pump had a corroded motor home switch, a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.